Event description:
The pt reported an inability to move after experiencing a surging or fading sensation. Per the pt, the speaker sys at church went haywire, causing her neurostimulator to increase stimulation and rendering the pt "locked up, unable to move". The pt had to leave the church to turn her neurostimulator off because her device wouldn't turn off with the pt programmer inside the church. Once outside, she was able to turn off the neurostimulator and then back on again. She reports everything is back to normal. The pt's current status is good. The MFR redirected the pt to contact their health care provider (hcp). Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to the FDA if add'l info is rec'd.